Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-jun-2026, it was reported by a sales representative via phone that an ar-3636h hip fibertak inserter broke off within the patient. Another ar-3636h fibertak was used to complete the case. This occurred during use in a case with no patient impact. There was no case delay or additional surgery required.